Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the twist clamp was leaking on the transfer set. The caller stated the clamp was twisted tightly to close. The patient stated the area around the twist clamp was wet. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Actual occurrence date and the therapy date is unknown. A review of all batch record documents was performed for h12d30047 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a supplemental report will be submitted.